Event description:
It was reported that the patient's atrial lead dislodged. The lead was reprogrammed and later repositioned. During lead revision procedure, the implantable pulse generator (ipg) exhibited no ventricular pacing after reconnection. Troubleshooting was attempted to no avail. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 4574-53 lead implanted: 2014-(B)(6). (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.